Event description:
Pt expired 48 hrs post endovascular repair. The pt was a high risk non-surgical canidate exhibiting 20% ef, copd, renal failure, and tender acute possible dissecting aneurysm. Treating phyisician estimated 10% survival rate for the pt. The case was twelve hours long. Treating physician assessment of cause of death is acute renal failure with possible infarction bowel. Pt had lap coley with 12 day hospitalization.